Event description:
The following information is from the article "transcatheter closure of congenital vsd: results of the european registry". Two patients experienced an adverse effect following implant of an amplatzer occluder. The article is attached. The following is a summary of the two device approved for use by the FDA: patient#1 - during closure with an asd device, the patient experienced complete avb and was referred for surgical closure of the defect. Patient#2 - following closure with a pda device, the patient experienced complete avb and required pacemaker implantation within five days of device implant.

Manufacturer narrative:
Device: not returned.